Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump, and as the issue did not recur, they were advised by technical support to continue using the pump and to call back if the problem reappeared.